Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the 3rd ob. Marg. With 99% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 20 mm taxus stent. Residual stenosis was 10%. Angiography revealed good stent apposition, but a small dissection on the leading edge of the sent. A 3.5 x 8 mm taxus stent was implanted in overlapping fashion with the first taxus stent. Final angiography revealed good stent apposition, no residual dissection, embolization or other angiographic complications. Post-procedure, the pt's cardiac enzymes were elevated but did not meet guideline criteria for myocardial infarction. The site is reporting a myocardial infarction based on elevated troponin levels as noted. The pt's hosp stay was prolonged due to pancreatitis and mild gastric ulcer. The pt underwent ercp and placement of a stent in their common bile duct secondary to common bile duct stone 3 days later. The pt was discharged 2 days later. Casuality. Realtionship to taxus stent: not related. Relationship to target vessel: not related.